Manufacturer narrative:
Follow-up #1: date of submission 1/13/15 device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: pump was returned with moisture in the battery compartment; unable to perform all testing steps. Performed leak test- failed due to crack in battery compartment. Opened pump case and found further moisture on oled and on pcb. Observed crack between display lens and case seal.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).